Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and has had multiple infection episodes. According to the physician, the infection is not related to the system or procedures. The patient is pacemaker dependent and an attempt was made to keep a system implanted. The first system was explanted and replaced on (B)(6) 2019. The second system was explanted on (B)(6) 2019; the pulse generator was placed outside the pocket and a ventricular lead was implanted. On 19 jun 2019, the patient presented in the hospital experiencing bradycardia, his right ventricular lead had dislodged. The patient still tested positive for infection. The lead was explanted, and a new system was implanted. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-10544, related manufacturer reference number: 2017865-2019-10546, related manufacturer reference number: 2017865-2019-10547, related manufacturer reference number: 2017865-2019-10548, related manufacturer reference number: 2017865-2019-10549, related manufacturer reference number: 2017865-2019-10550.